Event description:
It was reported that during an open gastric bypass procedure, the device misfired during the second or third firing. There was no reported pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that one instrument was returned with a reload cartridge loaded. The returned carridge had a wedge band bypass. The left side was fully fired and the right side was 3/4 partially fired. As the instructions for use state, "insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Ensure that the instrument jaws are aligned and tissue is positioned properly." The potential of the damaged observed exists when loading a cartridge in a semi-vertical motion instead of a "sliding" motion. A batch record review was performed and no anomalies were found during the mfg process.